Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection revealed the coil delivery wire was kinked. Additionally, the suture was damaged, and the main coil was stretched and broken. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The damage noted to the device would be indicative of the as reported defect. The as reported 'coil jammed¿ and as analyzed 'main coil broken/fractured inside patient', ¿main coil stretched', main coil suture damage' and ¿coil introducer sheath friction¿ will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. It can be presumed that the delivery wire was damaged during the procedure as force may have been applied when the friction was felt. Because this defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use, a probable cause of handling damage will be assigned to the as analyzed 'coil delivery wire kinked/bent¿.

Event description:
Analysis of the returned device revealed that the subject device coil was broken during use. There was no clinical consequence to the patient reported as a result of this event.